Manufacturer narrative:
Approximate age of device ¿ 5 years 2 months. The patient remains ongoing on lvad support. However, the two removed portions of the percutaneous lead were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted on (B)(6) 2017 due to a suspected driveline fracture. The patient was asymptomatic. The lvad system produced several pump stoppage events. On (B)(6) 2017, the manufacturer¿s technical services performed a percutaneous lead (driveline) replacement was performed. The following day, it was reported that a pump stoppage event occurred. On (B)(6) 2017, a second percutaneous lead (driveline) replacement was performed; however, another pump stoppage event occurred post-replacement. On (B)(6) 2017, it was reported that the patient was at home with the lvad system supported on an ungrounded power module patient cable. The plan was for the patient to undergo a pump exchange within two weeks. The patient was not transplant eligible due to recurrent breast cancer. No additional information was provided.

Manufacturer narrative:
It was initially reported as a product problem. The patient has subsequently undergone a pump exchange procedure.

Event description:
Additional information: it was reported that the patient underwent the pump exchange procedure. Date of exchange was not specified. Lvad was returned for analysis.

Manufacturer narrative:
Device evaluation: the two replaced external portions of the percutaneous lead (lead) and the explanted pump were returned for evaluation. The evaluation of the pump confirmed the report of suspected percutaneous lead wire damage that would have caused the reported pump stoppages. Approximately 8.5 inches of the original distal end of the lead was returned and approximately 18 inches of the second replaced portion of the lead was also returned. Electrical continuity testing of both replaced lead segments found that all wires were electrically intact. Microscopic inspection of the underlying wires found no areas of compromised wire insulation or damage to the inner metal conductors along the length of both returned lead segments. High potential testing of the lead segments revealed no areas of current leakage. The pump was returned assembled with the percutaneous lead (lead) severed approximately 0.5 inches from the pump housing and the remainder of the lead was returned in one segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The lead was returned cut approximately 0.5 inches from the pump housing and the remainder of the lead was returned in one segment. Electrical continuity testing of the returned lead segments revealed that all wires were electrically intact. The outer silicone sleeve was removed, revealing significant breakdown of the metal braided shield on the internal portion of the lead at approximately 7-9 inches from the nipple of the pump housing. Visual inspection of the underlying wires revealed breaches in the insulation of the yellow, red, and brown wires at approximately 7-7.5 inches from the nipple of the pump housing, exposing the inner metal conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppages. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.